Event description:
Paramedics responded to a person complaining of chest pains. The device was connected to the pt with ECG electrodes for 12-lead ECG's. The 12-lead analyzed the pt's ECG and provided an acute mi interpretation. The pt was being transported to the hosp and monitored in lead ii when, according to the reporter, the ECG display disappeared and was replaced by a large service message. Transport was continued and no adverse affects to the pt were reported as a result of the alleged malfunction.